Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 31 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted with night sweat and abdominal pain. Patient was afebrile at home without chills or rigors. C-reactive protein (crp) was elevated at local medical. Splenic infarct was confirmed by CT of the abdomen which may have contributed to the rise in lactate dehydrogenase (ldh). Duplex performed ruled out portal vein thrombosis and mesenteric artery doppler was with normal flow. Inr had dropped to 1.7. Throughout this course, vad parameters were stable, no alarms. Patient was clinically stable. Patient was bridge with lovenox on discharge on (B)(6) 2018. Also at discharge, patient continued with asa 325, warfarin 7.5, coreg, and bumex when necessary. No additional information was provided.